Event description:
It was reported bd conventional syringe had misaligned scale markings. The following information was provided by the initial reporter: "misaligned volume markings and labeling on syringe"

Manufacturer narrative:
H6: investigation summary: two photos were received and evaluated. One photo showed a label attached to a shelf carton, confirmed to be from batch #8339708 (B)(4) one photo showed a loose 3ml syringe. The scale markings were observed to be severely skewed and only partially printed at a 45 degree angle near the bottom of the barrel. The partial visible markings were between 0.7ml and 2ml. Potential root cause for the scale marking defect is associated with the marking process. The barrel was likely misfed in the marker and presented at an angle to the printing pad. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 8339708 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd conventional syringe had misaligned scale markings. The following information was provided by the initial reporter: "misaligned volume markings and labeling on syringe".